Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The unit was analyzed but the reported failure could not be reproduced. The unit energized and cauterized and all ports recognized instruments. As a safety precaution, the unit will be returned to original equipment manufacturer for further investigation. The complaint was confirmed based on the field evaluation but not by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi has received the erbe for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted kidney reimplantation surgical procedure, there was repeated error c34. A technical support engineer (tse) verified the error via error logs and artemis. The system was restarted including integrated electro surgical unit (iesu), but problem continued to persist. A bipolar instrument was found to be working correctly but monopolar was reported to not be working. Therefore, the surgeon completed procedure using bipolar with no reported injury. Intuitive surgical, inc. (Isi) followed up with the tse and confirmed that both monopolar ports on the iesu were not working.